Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: additional information a3b (gender), a4 (weight), a6 (race), e1 (initial reporter address), (initial reporter city), (initial reporter state), (initial reporter zip code) have been updated based on the additional information received on october 23, 2024. Block b5 and block h6 has been updated based on the correction identified on january 16, 2025.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) with clipping procedure performed on (B)(6) 2024. During the procedure, the clip malfunctioned and did not fire correctly. Noo patient complications was reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) with clipping procedure performed on (B)(6) 2024. During the procedure, the clip malfunctioned and did not fire correctly. Noo patient complications was reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: additional information a3b (gender), a4 (weight), a6 (race), e1 (initial reporter address), (initial reporter city), (initial reporter state), (initial reporter zip code) have been updated based on the additional information received on october 23, 2024.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) with clipping procedure performed on (B)(6) 2024. During the procedure, the clip malfunctioned and did not fire correctly. No patient complications was reported as a result of this event. ** additional information received on october 23, 2024